Event description:
Kyprolis was hung and started at 1311. At 1320, I returned to the patient to talk about a ns bolus to be given after chemo. I noticed that the secondary tubing had come disconnected from the on-guard syringe adaptor. Chemo was dripping directly on the floor. The syringe adaptor was still connected to the on guard luer lock adaptor. The drug was stopped immediately. Pt was moved to another area and the spill was cleaned per protocol. Approximately 20ml was on the floor. The dose was re-made by pharmacy, at a lesser mg of 70mg, as they estimated the patient received approximately 28mg.